Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced issue with infusion set as it was leaking at site on (B)(6) 2026. The patient experienced high blood glucose level due to which patient was hospitalized and received treatment with intravenous insulin and fluids for dehydration.